Event description:
It was reported that the user experienced hyperglycemia followed by recurrent hypoglycemia while using the ilet and a g7 cgm, with a high blood glucose around 334 after consuming candy, then low readings around 55 during the night and early morning; the agent advised confirming future hyperglycemic and hypoglycemic readings with fingersticks to assess for potential cgm discrepancy versus pump-related issue, and the user self-treated lows with oral glucose. Symptoms included low blood glucose without other reported manifestations. Outcomes included no need for emergency care and self-management at home. Investigation included user education and troubleshooting through confirmation testing guidance. Investigation of this case revealed insufficient evidence to attribute the event to a device malfunction. It was concluded that the cause of the hypoglycemia was unclear and that additional corroborating data would be required to determine any device involvement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.